Manufacturer narrative:
The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (eua201779, product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4). The facility name has been truncated due to limitation of characters. Full name: (B)(6). The investigation is on going a supplemental report will be submitted on completion of investigation. (B)(4).

Event description:
A customer alleged false positive results while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. During review of the customer data for investigation, additional samples were identified. Two additional false positive results were discovered for two patient samples. Therefore, two mdrs will be filed per the FDA guidance. The data review confirmed two originally not alleged runs as potential false-positive calls for the influenza b target. Please note that the samples were not alleged to be false positive by the customer. Both samples were re-tested and generated a negative result for all targets. No alleged harm. No patient information is currently available. An investigation to evaluate the issue is ongoing. A return of the instrument has been requested for further inspection.

Manufacturer narrative:
Roche identified select cobas liat analyzers are generating false positive flu b results due to noisy photometer signals in the specific channel that detects flu b. Overall, adverse health consequences are not likely to occur due to the clinical mitigations that exist and the low occurrence rate of the issue. Roche is in the process of replacing the photometer assemblies in the affected instruments. (B)(4).